Event description:
It was reported that a pump displayed a cartridge change error. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. At the time of the report, the customer had not addressed bg level. The customer contacted tandem for assistance and was instructed to inspect and clean various parts of the pump, but was unable to successfully load a new cartridge. Ultimately, the pump was replaced to address the issue related to the cartridge change error. Reportedly, the customer reverted to alternate method of insulin therapy.